Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gambro cartridge set was cracked and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection of the actual sample and provided photo, breakage was observed in the arterial chamber side. A crack was identified to have originated from the inside to the outside of the cartridge/arterial chamber. Ten (10) retention samples were evaluated and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was likely associated to the blood line technique assembly at the machine by clinical staff. Should additional relevant information become available, a supplemental report will be submitted.